Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 14 previously reported events are included in this follow-up record. Product return status 13 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 14 malfunction events in which the device was reportedly leaking. - 12 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 14 malfunction events in which the device was reportedly leaking. - 11 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 2 events had the problem identified before clinical use/exposure; there was no patient involvement. -1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 14 previously reported events are included in this follow-up record. Product return status: 13 devices were received. 1 device was evaluated using data provided by the user or a third party.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 14 events were reported for this quarter. Product return status 7 devices were received. 7 device investigation types have not yet been determined. Additional information 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This report summarizes 14 malfunction events in which the device was reportedly leaking. - 13 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.